Event description:
Smiths medical intl ltd, has been notified of an event of the tracheostomy tube had leakage through the pilot balloon after in use for two days. The hosp found the pilot balloon deflated and confirmed leakage through the pilot balloon. No adverse outcome to pt. The product was tested before use. Event occurred at hosp - in another country.